Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity since implant. It was also reported that pre-vns implant, the pt would experience episodes of blindness for 4-5 minutes and that since implant the episodes last for up to 1 1/2 hours.